Event description:
It was reported to boston scientific corporation on january 6, 2009, that an endovive safety peg kit push method was used during a peg placement procedure performed in 2009. According to the complainant, during the procedure, the tapered end of the tube broke off while pulling the tube through the stoma. The physician was able to manually remove the tube through the stoma. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined.